Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D11: z.s.g.m. Cutter 1.5:1 ratio caution: sharp, catalog #: 00-7703-015-00, serial #: (B)(6); z.s.g.m. Cutter 2:1 ratio caution: sharp, catalog #: 00-7703-020-00, serial #: (B)(6); z.s.g.m. Cutter 3:1 ratio caution: sharp, catalog #: 00-7703-030-00, serial #: (B)(6); z.s.g.m. Cutter 4:1 ratio caution: sharp, catalog #: 00-7703-040-00, serial #: (B)(6). Review of the most recent repair record determined the comb was bent. The comb was replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event info.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio caution: sharp; catalog number: 00-7703-015-00; serial number: (B)(4). Z.s.g.m. Cutter 2:1 ratio caution: sharp; catalog number: 00-7703-020-00; serial number: (B)(4). Z.s.g.m. Cutter 3:1 ratio caution: sharp; catalog number: 00-7703-030-00; serial number: (B)(4). Z.s.g.m. Cutter 4:1 ratio caution: sharp; catalog number: 00-7703-040-00; serial number: (B)(4).

Event description:
It was reported that the device mesh has bent and folded during cleaning. No adverse events have been reported as a result of this malfunction. There was no patient involvement.